Event description:
Olympus was informed that during an endoscopic ultrasound (eus) with biopsy procedure, the pt was said to have been perforated at the duodenal bulb.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval found the probe unit cracked and split apart from the distal end side exposing the internal wires and caused them to break off. This phenomenon was attributed to mishandling. An olympus endoscope service specialist has visited the facility and provided inservicing regarding appropriate handling and pre-use inspection. Olympus is continuing to investigate this report with the user facility. If significant add'l info is received, this report will be supplemented. This is one of four reports. Please see also 8010047-2012-00055, 8010047-2012-00056, and 8010047-2012-00057. This report is being submitted as a medical device report in an abundance of caution.